Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: autoimmune reaction, capsular contracture baker grade unknown. (B)(4).

Event description:
It was reported via medwatch number: mw5093992 that a female patient who underwent an unspecified breast augmentation with two 290 cc mentor smooth round high profile saline breast implants has experienced right-sided capsular contracture (unknown grade), implant deflation, and unexplained systemic symptoms postoperatively, including severe panic attacks, fatigue, and mental instability. The patient reported undergoing numerous medical tests from 2007 to 2019, and was diagnosed with hashimoto¿s autoimmune disease. In addition, the patient noticed that the right breast was getting harder, it was aching and felt uncomfortable. As a result, the patient underwent explantation on (B)(6) 2019. Upon removal, it was noted that one of the implants (side unknown) was leaking and had mold growing around the implant¿s injection valve. At the time of this report, mentor is unable to independently verify the presence of microbial contamination, as the devices have not been returned for analysis. Device defects of deflation and mold have been assigned to the right implant by default due to unknown impacted side. If additional information is received, a supplemental report will be submitted as applicable. This medwatch report is for the right-sided implant.